Event description:
It was reported that post-implant, there was a decrease in lead sensing. It was also reported that the patient was experiencing chest pain and dyspnea due to a pleural effusion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.